Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left common femoral artery. Vascular access was obtained by inserting a non-boston scientific (bsc) sheath via the right femoral artery. After crossing the lesion with a v-18 guidewire, a 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a non-bsc device. There were no patient injuries reported and the patient condition was good.